Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated, and the patient could feel it in the belly. The balloon tubing was too short. The aus was explanted and replaced. No patient complications were reported.